Manufacturer narrative:
G4: 14sep2020. B4: 15sep2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power switch overlay. The fse replaced the power switch overlay. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported to philips that the device's ight emitting diode (led) is not glowing. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.